Event description:
The customer reported that the indicated battery charge increased by 25% in a short period, leading to an unexpected shutdown of the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to charge the pump with known working supplies and educated on the steps needed after the pump turns off or resets. The customer acknowledged the instructions and was able to upload the pump logs for further follow-up by technical support.